Event description:
It was reported that during a lap cholecystectomy procedure, the device was spitting clips and they were able to retrieve the clips that fell into the patient. They continued using the device and the jaws locked on the cystic artery. The doctor manually pulled the handle to get it off the artery. There was no clip in the jaws and no clip on the cystic artery when it locked. There was no tissue damage due to this occurring. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
The customer's father stated that the customer was hospitalized for high blood glucose levels between 400 and 500 mg/dl. The customer was very ill and was vomiting prior to the event. The insulin pump was not available for troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
(B) (4). (B) (4). Device fired through lockout, empty, indicator wheel failure the analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty, the lockout was fired through and the orange indicator was beyond its intended position. A possible cause for the indicator failure may be a previous feed error or firing through the device lockout, which may cause the indictor to over-travel the intended point. The device was disassembled and no anomalies were noted with the internal components. In addition, the device was cycled and the advancer was noted in good condition. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.